Event description:
The patient's spouse called lifescan (lfs) and alleged that the patient's meter was prompting a `not ok' message. Medical affairs spoke to the patient's spouse and obtained/verified the following information. The `not ok' message appeared after the patient arrived home from their hospital stay. On the day that the patient was admitted to the hospital, they had been vomiting. They were taking antibiotics for an infection in their finger. They tested their blood glucose and obtained a result of 121 mg/dl. They had been vomiting around the time of testing. Based on the meter result, the patient did not treat themselves. Approximately 2 to 3 hours later, the patient's spouse arrived home and spouse stated that they could "smell the ketones from across the room". They drove patient to the hospital and their blood glucose was 1016 mg/dl. They was admitted and treated with an IV for three days. The patient takes humalin n and regular twice daily. Spouse was unable to state the amount of insulin or if patient takes the regular insulin based on a sliding scale. Based on the information provided, there is evidence of a meter malfunction. The `not ok' issue was not resolved with troubleshooting. There is no evidence that the `not ok' issue contributed to a serious injury. There is, however, evidence that the meter was reading inaccurately low. It is not likely that the patient's blood glucose could increase from 121 to 1016 mg/dl within 3 hours. Because the patient's treatment for hyperglycemia was delayed, this case is being reported as an adverse event.